Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb7639, implanted: (B)(6) 2004, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3998, lot# v007224, implanted: (B)(6) 2006, product type: lead; product ID 7427, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the ¿device cut off and on when he moved and it shocked him. Like it had a loose connection; it would jolt him and then quit.¿ the patient noted that this recent stimulation issue had been happening for ¿about a week or two.¿ additional information was requested, but was not available as of the date of this report.